Event description:
A report was received in 7/2002 regarding a memorylens which was implanted in 1999 in the pt's left eye, which lens has opacified and was explanted and replaced in 2002. The dr performed a vitrectomy at the time of explantation. The pt's visual acuity at exam in 6/2002 was reported as 20/80 os. The dr reported the post-op corneal status as good, with the pt's status reported as guarded.